Manufacturer narrative:
On june 17, 2020, mentor became aware that this this complaint file is a duplicate of 1645337-2019-22782. All further supplemental reports will be submitted under this complaint file. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/21/2019, the product investigation was completed. A manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Concomitant products: (right) 420cc mentor smooth round high profile saline, catalog: 3503420, lot: 5717284, sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent primary breast augmentation with two 420cc mentor smooth round high profile saline breast prostheses, suffered left side deflation post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.